Manufacturer narrative:
E1 address: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. Whether the outcome was device or therapy related was not provided by the customer. The pump was explanted and would not be returned.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient received a heart transplant. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.